Event description:
It was reported that patient underwent right partial knee procedure on an unknown date. Subsequently, patient was revised on (B)(6) 2015 due to tibial subsidence. All components were removed and replaced with a total knee system.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.